Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was experiencing a random shocking sensation about 1-2 times per day, does not matter what position patient is in. Caller reports patient also reported ins pocket site is painful when pressed on it. Caller reports these all started about 1 month ago. Caller reports patient did have post op healing pain at the pocket site and was the ins pocket was still tender to touch. Caller reports xray is ordered, but did not know if the xray has been done. Caller reports they will be seeing patient in near future, no appointment scheduled. Suggest assessing ins pocket site with stimulation on and off. Provided case number to caller.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.